Event description:
It was reported that coil protrusion occurred. The target lesion was located in the internal iliac artery. A 10mm x 20cm 2d interlock-35 coil was advanced for treatment. During the procedure, approximately 20 coils were used, but this coil was pushed back from the embolization spot. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the coil could not go in further and was removed from the distal area.

Manufacturer narrative:
Correction of h6 device codes from material protrusion/extrusion, a0411 to difficult to advance, a150205.

Event description:
It was reported that coil protrusion occurred. The target lesion was located in the internal iliac artery. A 10mm x 20cm 2d interlock-35 coil was advanced for treatment. During the procedure, approximately 20 coils were used, but this coil was pushed back from the embolization spot. The procedure was completed with another of the same device. No patient complications were reported.